Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and plasma cell myeloma ('multiple myelomoa') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included obesity. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infections"), nausea ("nausea"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), ovulation pain ("ovulation pain"), breast pain ("breast pain") and headache ("head pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("psych injury/anxiety") and migraine ("migraine/ migraines/headaches") and was found to have plasma cell myeloma (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), uterine leiomyoma ("tumors/fibroids") and weight increased ("weight gain"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro) and surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, hormone level abnormal, nausea, uterine leiomyoma, weight increased and back pain had resolved, the plasma cell myeloma, anxiety, cystitis, abdominal pain lower and headache outcome was unknown and the migraine, ovulation pain and breast pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, cystitis, dyspareunia, headache, hormone level abnormal, migraine, nausea, ovulation pain, pelvic pain, plasma cell myeloma, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, psych injury, bladder infections, hormonal changes, migraine, nausea, tumors, weight gain. Discrepancy noted: essure insertion date was given as 2014. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and plasma cell myeloma ('multiple myeloma') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), headache ("head pain"), ovulation pain ("ovulation pain"), breast pain ("breast pain"), cystitis ("bladder infections") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/ migraines/headaches") and anxiety ("psych injury/anxiety") and was found to have plasma cell myeloma (seriousness criterion medically significant), uterine leiomyoma ("tumors/fibroids"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro) and surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, uterine leiomyoma, hormone level abnormal, nausea and weight increased had resolved, the plasma cell myeloma, abdominal pain lower, headache, cystitis and anxiety outcome was unknown and the ovulation pain, breast pain and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, cystitis, dyspareunia, headache, hormone level abnormal, migraine, nausea, ovulation pain, pelvic pain, plasma cell myeloma, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, psych injury, bladder infections, hormonal changes, migraine, nausea, tumors, weight gain. Discrepancy noted: essure insertion date was given as 2014. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and plasma cell myeloma ('multiple myeloma') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included obesity. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infections"), nausea ("nausea"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), ovulation pain ("ovulation pain"), breast pain ("breast pain") and headache ("head pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("psych injury/anxiety") and migraine ("migraine/ migraines/headaches") and was found to have plasma cell myeloma (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), uterine leiomyoma ("tumors/fibroids") and weight increased ("weight gain"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro) and surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, hormone level abnormal, nausea, uterine leiomyoma, weight increased and back pain had resolved, the plasma cell myeloma, anxiety, cystitis, abdominal pain lower and headache outcome was unknown and the migraine, ovulation pain and breast pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, cystitis, dyspareunia, headache, hormone level abnormal, migraine, nausea, ovulation pain, pelvic pain, plasma cell myeloma, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, psych injury, bladder infections, hormonal changes, migraine, nausea, tumors, weight gain. Discrepancy noted: essure insertion date was given as 2014. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received- case became incident. Event injury was replaced with new events- dyspareunia (painful sexual intercourse), pelvic pain/ chronic pain, abdominal pain, bladder infections, hormonal changes, migraine, nausea, weight gain, psych injury and plaintiff did not undergo any confirmation test added. Explant date was added. Product indication was updated. On 18-sep-2019: pfs received- new events multiple myeloma, back pain, lower abdomen pain, ovulation pain, breast pain, fibroids, and head pain were added. Concomitant drugs and medical history were added. Patient¿s demographic details were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.